Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic arm of c-ring was bent and would not extend or retract easily. A second evh kit was opened to complete the case without further incident. Nothing fell into the patient.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production for ncmr, reworks, or deviations: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb 2020 through jan -2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 01/13/2022. An investigation was conducted on 02/01/2022. Signs of clinical use and no evidence of blood was observed. The c-ring was observed to be intact, no visual defects were observed. The plastic arm of the c-ring was observed to be bent in the center. A mechanical evaluation was conducted. The toggle was manipulated to retract and extend the c-ring. The c-ring was able to be retracted and extended with no physical or visual difficulties. Based on the returned condition of the device, the reported failure "material twisted/ bent c-ring" was confirmed but not confirmed for the reported failure "fitting problem". The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic arm of c-ring was bent and would not extend or retract easily. A second evh kit was opened to complete the case without further incident. Nothing fell into the patient.